Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the pacemaker exhibited premature battery depletion, and the right-atrial (ra) lead and the right-ventricular (rv) both exhibited loss of capture and low pacing impedance. Programming changes were performed, but both leads pacing impedances remained unchanged. Then, the pacemaker spontaneously went into backup operation and failed to be interrogated. No further intervention was performed. The patient condition was stable.